Event description:
It was reported that oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.